Manufacturer narrative:
Device has been evaluated but not yet repaired pending approval of estimate by customer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board needs to be replaced to address the issue.